Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracked on the side by the tube holders, also the whole plunger assembly was disassembled by customer. Unable to perform any testing to verify the customer reported problem due to the whole plunger assembly being disassembled by customer. The root cause of the reported issue was found to be incorrect assembly by customer. Actions taken to mitigate the reported issue: reassembled the whole plunger assembly. Performed power up process and all functional testing which passed.

Event description:
It was reported that force sensor test failure event occurred. No patient injury reported.